Event description:
There were episodes of noise on the right ventricular (rv) channel. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The field report of noise was confirmed. As received, a complete lead was returned for evaluation in two pieces. Visual inspection of the lead revealed an external insulation abrasion on the is-1 connector leg exposing the outer coil consistent with fiction to the device can. Electrical testing revealed an open re vector on the connector portion of the lead. X-ray analysis of revealed found the outer coil filars to be fractured consistent with fatigue fracture adjacent to the proximal ring electrode region. The fractured outer coil filars and the exposure of the outer coil on the is-1 connector leg at the abrasion zone likely caused the complaint reported from the field. All other damage was consistent with that occurring at time of explant.